Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the left femoral for myocarditis. It was reported that after replacing the peel-away sheath with a repositioning sheath, there was subcutaneous swelling around the impella access site which became prominent. The physician surgeon sutured the blood vessels in the catheterization room; however, oozing continued. As a result, the patient was administered red count cell and fresh frozen plasmas, amount was not provided. Additional sutures will be added if necessary. No further information was provided.